Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('white metallic coiled wires are bilaterally embedded at the uterotubal junction') and pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement-one coil did not place as easily as the other". The patient's medical history included cesarean section (1996, 2006). Concurrent conditions included libido decreased, ovarian cyst, enlarged thyroid and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi 24 fe) from (B)(6) 2017 and lysine (l-lysine) (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In may 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("skin breakouts"). In (B)(6) 2013, the patient experienced teeth brittle ("brittle teeth") and tooth fracture ("teeth breakage"). In (B)(6) 2014, the patient experienced arthralgia ("chronic bilateral hip pain/hip region"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), headache ("headaches"), iron deficiency anaemia ("anemia"), erythema ("chronic redness") and swelling face ("swelling of face") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dermatitis allergic, hypersensitivity, psychological trauma and tooth fracture outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, fatigue, alopecia, teeth brittle, hormone level abnormal, headache, weight increased, arthralgia, iron deficiency anaemia, erythema, swelling face and vaginal haemorrhage had resolved and the rash was resolving. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, rash, swelling face, teeth brittle, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),allergy rash/skin condition, hypersensitivity,fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain, chronic bilateral hip pain, iron def. Anemia, chronic redness/swelling of face. Previously reported essure insertion date : 2007. There were 5 to 6 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, weight gain, dysmenorrhea, fatigue, arthralgia¿s, anemia, iron deficiency and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('white metallic coiled wires are bilaterally embedded at the uterotubal junction') and pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement-one coil did not place as easily as the other". The patient's medical history included cesarean section (1996, 2006). Concurrent conditions included libido decreased, ovarian cyst, enlarged thyroid and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi 24 fe) from (B)(6) 2017 and lysine (l-lysine) (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("skin breakouts"). In (B)(6) 2013, the patient experienced teeth brittle ("brittle teeth") and tooth fracture ("teeth breakage"). In (B)(6) 2014, the patient experienced arthralgia ("chronic bilateral hip pain/hip region"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), headache ("headaches"), iron deficiency anaemia ("anemia"), erythema ("chronic redness") and swelling face ("swelling of face") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dermatitis allergic, hypersensitivity, psychological trauma and tooth fracture outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, fatigue, alopecia, teeth brittle, hormone level abnormal, headache, weight increased, arthralgia, iron deficiency anaemia, erythema, swelling face and vaginal haemorrhage had resolved and the rash was resolving. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, rash, swelling face, teeth brittle, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy rash/skin condition, hypersensitivity,fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain, chronic bilateral hip pain, iron def. Anemia, chronic redness/swelling of face. Previously reported essure insertion date: 2007 there were 5 to 6 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, weight gain, dysmenorrhea, fatigue, arthralgia¿s, anemia, iron deficiency and abdominal pain. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs & mr received. Lot number was added. Event dental problem was updated to brittle teeth. New event abnormal bleeding (vaginal, menorrhagia), skin breakouts,complications or problems that occurred at the time of your essure placement-one coil did not place as easily as the other,embedded device and teeth breakage were added. Onset date of menorrhagia, dyspareunia (painful sexual intercourse), fatigue, hair loss, weight gain and chronic bilateral hip pain/hip region were added. Reporter information, medical history, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), arthralgia ("chronic bilateral hip pain"), iron deficiency anaemia ("anemia"), erythema ("chronic redness") and swelling face ("swelling of face") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight increased, arthralgia, iron deficiency anaemia, erythema and swelling face had resolved and the dermatitis allergic, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, swelling face, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),allergy rash/skin condition, hypersensitivity,fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain, chronic bilateral hip pain, iron def. Anemia, chronic redness/swelling of face. Previously reported essure insertion date : 2007 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event ¿injury¿ replace with "dysmenorrhea (cramping)", events-"dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy rash/skin condition, hypersensitivity, fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain, chronic bilateral hip pain, iron def. Anemia, chronic redness/swelling of face", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.